Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace sensor now message after replacing a sensor occurred. Data was evaluated and the allegation was confirmed. The probable cause was determine to be restart detection. In addition, an early sensor expiration was found in connection to the reported allegation. The reported event of a replace sensor now message after replacing a sensor is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.